Manufacturer narrative:
The investigation has been completed for the reported issue of pump stop. The returned pump was visually inspected and biomaterial was confirmed entraining the impeller. The root cause of the pump stop was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon returning from surgical mode and being cross clamped, the pump would not restart. The impella cp was explanted and replaced to address the issue. There was no reported harm or injury to the patient.`